Manufacturer narrative:
Philips has investigated the issue and analyzed all relevant log files, dose report and patient data. We have concluded that the patient dose of 2,6 gy and high dap (1084498 mgycm2) was caused by the fact that the patient was quite large (31,6 cm diameter) and the fact that a large field size was chosen by the customer. With this information we conclude that the dose of 2,6 gy was not caused by a system malfunction or user error but was caused by unavoidable patient and procedure factors. (B)(4)

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4).

Event description:
Philips received a complaint form a customer in which they stated that a patient received 2.6 gy of radiation during an examination.